Event description:
Piston rod would not retract and the device is not generating an error message. Pt disconnected and ran a prime successfully, but could not retract the piston rod completely. Pt stated that the white base of the piston rod is stuck. While troubleshooting the device did generate an e6 error (mechanical error) when retracting the piston rod, but it still did not retract completely. Pt stated her blood glucose was elevated because the piston rod was stuck and she was not getting insulin. Pt stated that insuin did pool inside the device there wasn't any cracks in the cartridge. Pt stated she is crrently feeling ok.